Manufacturer narrative:
H10: manufacturing review: the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The evaluation of the returned device did not observe evidence of roughness along the sheath length. Areas along the distal section of the sheath were dull indicating absence of hydrophilic coating. However hydrophilic coating residue was still evident in some areas. The source for the absence of the coating is unknown. The result of the investigation is unconfirmed for the reported material deformation issue - rough sheath. The root cause for the reported material deformation issue -rough sheath could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instructions for use for the halo one thin-walled guiding sheath was reviewed and the following sections are applicable: warnings: do not advance the guidewire, sheath/dilator, procedural device, or any component if resistance is met, without first determining the cause and taking remedial action. Only advance or retract the sheath with the dilator inserted and only advance or retract the sheath and dilator while placed over a properly sized guidewire. Precautions: 5. The pouch should be inspected prior to opening to ensure the sterile barrier is not compromised. The device should be carefully removed and placed in the sterile field. The entire procedure from skin puncture or incision to sheath withdrawal must be carried out aseptically. 6. Carefully inspect the sheath prior to use to verify that the sheath has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. 9. Advance or withdraw the sheath slowly. If resistance is met do not advance or withdraw until the cause of resistance is determined. H10: d4(expiry date: 02/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to an angioplasty procedure, the coated part of the sheath was allegedly rough before inserted. It was further reported that another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2023). Device pending return.

Event description:
It was reported that during an angioplasty procedure, the coated part of the sheath was allegedly rough before inserted. It was further reported that another device was used to complete the procedure. There was no patient contact.